Manufacturer narrative:
The cooler heater unit requires defrosting as part of its routine maintenance by the hospital to keep the ice block clear. When finished with the defrost and changing the system back to make ice, the breaker trips and they have to reset the system in order to make ice. The user facility also has an ice machine if they need to add ice for quick use. The field service rep (fsr) replaced the circuit breaker in the cooler heater. A test release was performed and completed. The unit operated to manufacturer specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be file accordingly.

Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, when they go from defrost to making ice, the circuit breaker trips and does not make ice until they reset the breaker. Since the event occurred during preventative maintenance, there was no pt involvement.